Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to one of the following. - due to the temporary failure of the video board because over nine years had passed from the subject device had been manufactured. - due to the foreign material (chemical residue, water stains, sebum stains, dust, gauze fluff, etc.) Had adhered to the inside of the video connector socket when the phenomenon occurred. - due to a failure on the cable connection, the power supply environment of the facility, or a device used in combination, there was no failure on the subject device. Olympus stated the appropriate handling of otv-si and the counter measures against abnormalities in the instruction manual of otv-si.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was not displayed the occurrence date of the event is unknown. There was no report of patient injury associated with the event.